Event description:
The customer called and reported that the insulin pump alarmed with a compromised force sensor system. There were also more of these alarms in the insulin pump history. The customer's blood glucose was reportedly within normal range.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.